Event description:
It was reported that difficulty recapturing, and device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 30mm watchman closure device and delivery system (wds) were advanced. After deployment of the wds, it did not meet release criteria and there was a great amount of resistance felt during full recapture of the device and the core wire was noted to be twisted. The wds was removed and replaced with another wds to complete the procedure. There were no patient complications. The procedure was concluded.

Event description:
It was reported that difficulty recapturing, and device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 30mm watchman closure device and delivery system (wds) were advanced. After deployment of the wds, it did not meet release criteria and there was a great amount of resistance felt during full recapture of the device and the core wire was noted to be twisted. The wds was removed and replaced with another wds to complete the procedure. There were no patient complications. The procedure was concluded.

Manufacturer narrative:
Device eval by MFR.: returned product: returned device consisted of a watchman delivery system (wds) with the implant feet outside the sheath 1cm, and blood in the device. Visual inspection revealed that there were numerous kinks in the sheath. Microscopic inspection under the microscope found the tip was damaged as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. The implant had anchor damage. Product analysis could not confirm the reported event as the core wire was not damaged. Product analysis could not confirm the reported difficult to recapture as clinical circumstances could not be replicated.